Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing, channels 1 and 2 fluid shields were found to be damaged and fluid spillage was found. The device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
During testing at the user facility, channels 1 and 2 fluid shields were found to be damaged and fluid spillage was noted. The device was returned to the biomedical dept with a report of malfunction alarm n184 (neg prox. Occl a nondelivery) on channel 3. No tracking info was provided; therefore, specific pt info, device programming, or event details were not available. There were no reports of adverse pt events or delays in critical therapies while the device was in clinical use. No add'l info was provided.